Manufacturer narrative:
The explanted products were not returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that the patient with this pacing system had experienced muscle twitching and discharge from the device pocket area. During a follow up visit; this left ventricular lead exhibited loss of capture. A chest x-ray (cxr) was performed and revealed that the competitor's atrial lead and this right defibrillation and left ventricular lead had dislodged and were entangled. A revision procedure was performed; a "gelatinous" secretion in the device pocket and twiddler's syndrome was noted. This cardiac resynchronization therapy defibrillator, right ventricular defibrillation lead, left ventricular lead, and competitor atrial lead were removed. No additional adverse patient effects were reported.